Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side "patients concern with the product". Additionally, healthcare professional reported deflation. Device has been explanted.

Event description:
Healthcare professional reported a left side "patients concern with the product". Additionally, healthcare professional reported deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold and one opening linear on the posterior. Leak test and microscopic analysis was performed which identified: one sharp opening on the posterior. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on the posterior assessed as an unidentified (tear) opening. Additional, corrected, and/or changed data: h.3., h.6.

Event description:
Healthcare professional reported a left side "patients concern with the product". Additionally, healthcare professional reported deflation. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.